Event description:
It was reported that the patient had multiple episodes of ventricular tachycardia (vt) twenty four hours after the device implant. After drug treatment, extracoporeal membrane oxygenation implant and vt ablation, the patient developed multiple organ failure and subsequently died. A diagnosis of septic shock was considered as the cause of death due to the finding of blood cultures positive for pseudomonas aeruginosa a few days before the patient's death. It was felt that the infection could have contributed to the development of multiple organ failure and eventually led to death. The patient is a participant in the (B)(6) clinical study.